Event description:
A malfunction was reported where the touchscreen of customer's' device was scratched and difficult to read, and the wake button required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and declined further follow-up, indicating no additional action was needed.